Event description:
Caller reported a cgm malfunction, specifically a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, which successfully resolved the issue, allowing the caller to start their sensor session without encountering further errors.